Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and pregnancy with contraceptive device ("unplanned pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), infection ("infection") and pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, infection and pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, infection, pain and pregnancy with contraceptive device to be related to essure. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/ migration of essure device location of device: uterus / location of the perforation: the implant was incrusts in my uterus./ perforation uterine wall/left essure coil was malpositioned and noted perforating through the fundus."), fallopian tube perforation ("right essure coil was malpositioned and noted perforating through the uterine cornua at the posterior part of the proximal tube but had a serosal layer over it and was deeply embedded in tube/uterine myometrium"), pregnancy with contraceptive device ("unplanned pregnancy /pregnancy (with complications)") and abdominal abscess ("abdominal abscess") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 4 (06sep1997,17mar2000, 15jun2001, 09may2009) and pre-eclampsia. Right essure coil was malpositioned and noted perforating through the uterine cornua at the posterior part of the proximal tube but had a serosal layer over it and was deeply embedded in tube/uterine myometrium - thus it was not disturbed. Left essure coil was malpositioned and noted perforating through the uterine fundus with most of the essure coil body through the fundus so this was removed. Concurrent conditions included morbid obesity. In (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pain"), abdominal pain ("abdomen pain"), pain in extremity ("legs pain") and back pain ("back pain"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced gestational hypertension ("blood or heart disorder/condition type: hypertension /hypertension with pregnanacy"). In 2017, the patient experienced abdominal abscess (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and infection ("infection"). The patient was treated with surgery (partial bilateral salpingectomy with removal of coils. And surgery (other) type of surgery: removal of abscess,). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, infection, pelvic pain, gestational hypertension, abdominal abscess, abdominal pain, pain in extremity and back pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal abscess, abdominal pain, back pain, fallopian tube perforation, gestational hypertension, infection, pain in extremity, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: current weight 285 lbs tubal ligation (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Further company follow-up with the consumer, lawyer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received. Reporters information updated.event device migration updated to uterine perforation . Events:blood or heart disorder/condition type: hypertension, pain , abdominal abscess ,right essure coil was malpositioned and noted perforating through the uterine cornua at the posterior part of the proximal tube but had a serosal layer over it and was deeply embedded in tube/uterine myometrium coded as fallopian tube perforation were added. Pregnancy outcome were updated.lab data , medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of postoperative abscess ('abdominal abscess/infection after the c-section inside my abdomen'), uterine perforation ('migration of implant/ migration of essure device location of device: uterus / location of the perforation: the implant was incrusts in my uterus./ perforation uterine wall/left essure coil was malpositioned and noted perforating through the fundus.'), fallopian tube perforation ('right essure coil was malpositioned and noted perforating through the uterine cornua at the posterior part of the proximal tube but had a serosal layer over it and was deeply embedded in tube/uterine myometrium'), premature labour ('pre-term labor') and pregnancy with contraceptive device ('unplanned pregnancy /pregnancy (with complications)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1997,(B)(6) 2000, (B)(6) 2001, (B)(6) 2009), pre-eclampsia, hematuria and kidney pain. Right essure coil was malpositioned and noted perforating through the uterine cornua at the posterior part of the proximal tube but had a serosal layer over it and was deeply embedded in tube/uterine myometrium - thus it was not disturbed. Left essure coil was malpositioned and noted perforating through the uterine fundus with most of the essure coil body through the fundus so this was removed. Concurrent conditions included morbid obesity and obesity. In (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pain"), abdominal pain ("abdomen pain"), pain in extremity ("legs pain") and back pain ("back pain"). In (B)(6) 2017, the patient experienced anaemia of pregnancy ("pregnancy (with complications) anemic"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced gestational hypertension ("blood or heart disorder/condition type: hypertension /hypertension with pregnancy"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced postoperative abscess (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and premature labour (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial bilateral salpingectomy with removal of coils., surgery (other) type of surgery: removal of abscess,wound vac machine,wound packing and c-section). Essure was removed on (B)(6) 2017. At the time of the report, the postoperative abscess, uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, gestational hypertension, abdominal pain, pain in extremity, back pain and anaemia of pregnancy outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, anaemia of pregnancy, back pain, fallopian tube perforation, gestational hypertension, pain in extremity, pelvic pain, postoperative abscess, pregnancy with contraceptive device, premature labour and uterine perforation to be related to essure. The reporter commented: current weight 285 lbs. Tubal ligation (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.3 kg/sqm. Hysterosalpingogram: in (B)(6) 2009: total bilateral occlusion. Pathology test: on (B)(6) 2017: specimens submitted: placenta, right fallopian tube, left fallopian tube, l essure implant. Diagnosis: placenta; cesarean section: mature singleton placenta, 654 gm (greater than 90th percentile for gestational age.) Three-vessel umbilical cord, fetal membranes, and placental parenchyma without diagnostic: us-rd-sop-1233 (local supplement) version 5.0, us pharmacovigilance, legal case extraction form, essure ®, page 2 of 3, abnormality, fallopian tube, right; tubal ligation: complete cross section of fallopian tube without diagnostic abnormality fallopian tube, left; tubal ligation: complete cross section of fallopian tube without diagnostic abnormality, l essure implant; removal: consistent with essure (gross examination only), comment: the available clinical and gross information indicated to us that part d should be processed as a ¿gross only¿. If there are clinical reasons to perform a microscopic examination, please inform us as soon as possible following surgery so that sections can be obtained before the specimen is discarded. Clinical information: patient, g5 p5-0-0-5 delivered at 38.3 weeks by c-section. Pregnancy complicated by maternal history of pre-eclampsia. Pregnancy complicated by fetal condition of oligohydramnios. Further company follow-up with the consumer, lawyer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received: patient demography, new event: anemic added. Event infection clubbed with postoperative abscess. Event abdominal abscess updated to postoperative abscess. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.